Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to oversensing noise and therapy was exhausted. Noise was unreproducible, the patient was checked under fluoroscopy when he came in for extraordinary post-shock follow-up. It was suspected that the electrode was damaged and device programming was changed. The physician did not perform a revision since after reprogramming, the patient did not receive any more inappropriate shock. No additional adverse patient effects were reported. This device and electrode remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to oversensing noise and therapy was exhausted. Noise was unreproducible, the patient was checked under fluoroscopy when he came in for extraordinary post-shock follow-up. It was suspected that the electrode was damaged and device programming was changed. The physician did not perform a revision since after reprogramming, the patient did not receive any more inappropriate shock. No additional adverse patient effects were reported. This device and electrode remains in-service.